Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter was not blinking when connected to the sensor. The customer's blood glucose level during the incident was 7.2 mmol/l. Troubleshooting was performed and the transmitter's led blinked on and off. It was also noted that when they removed the sensor there was no electrode. The product will not return for analysis.